Manufacturer narrative:
(B)(6) pharma ae assessor spoke with the patient's wife whom stated the diabetic person had multiple episodes of hypoglycemia which required third party intervention for treatment pre-vgo, so the hcp decided to change the diabetic person to a vgo for bg mgmt. The vgo user was started on a vgo 30 with 2 clicks per meal and had frequent episodes of hypoglycemia during the time he has been on vgo. The vgo user had to eat more food than usual to keep his bg from dropping." If the vgo user did not eat a sandwich before bed or frequent snacks during the day he had hypoglycemia. On (B)(6) 2020 vgo user was instructed by hcp to remove the vgo 30 before bed time and to apply a new vgo when he wakes up. Spouse states a family member reminded the vgo user to remove the vgo before bed on (B)(6) 2020 however the vgo user forgot. Not removing the vgo device before bed as instructed by the hcp is the likely cause of the symptomatic bg of 38 in the morning of (B)(6) 2020 (exact time unknown). The spouse states the hcp thought about changing (the vgo user) to a vgo 20 but decided to just have him remove the vgo 30 before bedtime. The ae assessor stressed the importance of the vgo user staying in contact with the hcp for bg mgmt. Spouse states she will contact the hcp office for further bg mgmt. Advice as she is concerned about a repeat episode of hypoglycemia if the vgo user forgets to remove the vgo device before bedtime. The vgo user had "almost daily" episodes of hypoglycemia on the vgo 30 prior to the bg of 38. The complaint is considered serious by the ae assessor due to a vgo user being confused and lethargic with a bg of 38 which required third party assistance. Vgo user recovery was not prompt; bg recovery required multiple oral carbohydrates over 30 minutes for recovery.

Event description:
Spouse of reported the patient's c.g.m alerted family member that patient blood glucose was low. Spouse found patient in his bed confused and lethargic and blood glucose was 38. Spouse states that she was able to bring vgo user blood glucose back up after multiple treats with oral carbohydrates over 30 minutes. Spouse stated that this took a long time for him to recover.